Event description:
Request for information from walter lorenz surgical inc for information concerning 2.0 mm bone plate. This device was installed with several other bone plates. In this pt at the same time, co does not know what kind of incident occurred. No response from dr order several attempts to clarify incident details.